Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with the pacemaker exhibiting multiple episodes of high ventricular rate. Upon examination of the episodes, it was discovered that they were episodes of over-sensed right ventricular lead noise. There were no reported consequences to the patient and the clinic elected to continue to monitor the lead.

Event description:
New information received stated that on sept. 9th, 2019, right ventricular lead was explanted and replaced due to noise oversensing. The patient condition remained stable.